Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented prior to unrelated procedure. Upon review, the patient's right atrial (ra) lead exhibited noise. The patient was stable. The patient will continue to be monitored.